Event description:
Cardiac enzymes were elevated after sonic stent implantation. Indication for the index procedure was a post-procedure mi, non q wave. The lesion was a bifurcation of the proximal circumflex (cfx) and the obtuse marginal (om). There was no calcification and no thrombus, timi flow was 0. Duration of blockage is estimated to be more than 180 days. Controlateral collaterals present. Cardiac enzymes prior to the procedure were ck: 123, ck-mb:6.34. Two bms sonic stents were implanted (3x33mm and 3x23mm). After the procedure, blood tests were performed which showed total ck: 179, ck-mb: 16.44, 3 times unl. No action was taken. The pt was asymptomatic when discharged the following day.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-02001. Additional information will be submitted within 30 days of receipt.